Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver having no power. Functional tests were not performed due to the receiver not powering on. An internal visual inspection was performed and failed due to a damaged battery. Pictures were taken. The receiver log was downloaded by using a good known battery. The receiver log was reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be battery damage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.